Event description:
It was reported that the patient had a peri prosthetic fracture in (B)(6) 2012 and that did not heal. (Non-union), so the surgeon removed the plate, screws, cables and stem replaced with restoration modular cables.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding improper selection involving an exeter device was reported. The event was confirmed. Device evaluation and results not performed as the device was not returned for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the reported lot code. The investigation concluded a number of fractures contributed to this event. Root factors to contribute to the early failure after the first revision surgery include the use of a short exeter stem with cement-in-cement revision technique where rather the use of a long exeter revision stem was indicated given the presence of severe bone defects distal of the stem tip around the cement plug. Additionally, the cortical strut graft was placed on the lateral side instead of better on the medial side and as such did not provide much additional stability while furthermore the stability of both femoral bone and clearly strut graft were inadequate proximal of the bone defect area by placement of screws and cables. Most of the screws and cables were distal of the weak area while the strut graft had only one proximal cable for stabilization which is clearly inadequate. As such, the failure mechanism is clear by lack of mechanical stability in the bone defect area while the attempt at additional biological support of bone healing by use of a cortical strut graft was also inadequate through its placement and lack of adequate stabilization resulting in early failure with non-union requiring another revision after 15-months. All mentioned factors are procedure-related as under the responsibility of the surgeon and part of the surgical technique. No evidence either for patient-related or device-related factors playing a role although no explants were returned for investigation which could provide additional insight in the failure mode.

Event description:
It was reported that the patient had a peri prosthetic fracture in (B)(6) 2012 and that did not heal. (Non-union), so the surgeon removed the plate, screws, cables and stem replaced with restoration modular cables.